Event description:
Healthcare professional reported unknown side "there is a suspicion of damage to the te. When the implant was replaced, it was confirmed that there was a leak at one location". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak at one location".

Event description:
Healthcare professional reported unknown side "there is a suspicion of damage to the te. When the implant was replaced, it was confirmed that there was a leak at one location". The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on radius side assessed as surgical damage and one opening on stable base-shell side assessed as unidentified (tear) opening (shell thickness within specification). No additional observations. No further actions are required as the device was implanted.